Event description:
In 2008, a male pt was admitted for elective left hip surgery for severe osteoarthritis. The orthopedic surgeon performed a birmingham resurfacing procedure and the pt's post-operative course was uneventful. The pt was discharged on four days later, able to perform independent ambulation and transfers. On the following month, the pt was seen in the clinic six weeks post-operatively for follow up and the surgeon ordered two radiologic films of the left hip, a low ap pelvis and a lateral, prior to the office visit. The radiologic findings showed a small segment of cable retained on the device at the implant site. The cable is used to attach the head of the femur to the insertion device and then the cable would be removed once device is attached. The physician spoke with the pt on the day of the office visit regarding the retained cable and indicated that after conversation with the MFR of the product would contact the pt if the cable would need to be surgically removed. The pt was admitted on approx two months later, for surgery to remove the remaining cable.